Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the following test was not passed: pneumatics 2 rinse flow test.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: it was stated by complainant that the pneumatics 2 rinse flow test did not pass. The event occurred during ventilation. No interruption of ventilation or medical intervention was reported. No harm to patient, user or third party was reported. Hamilton medical ag received log files for analysis. The event log revealed the "turn flow sensor" alarm occurred before the device was manually turned off. There was no provided information how the patient was further ventilated. Pneumatics 2 rinse flow test did not pass during service software. The root cause was deemed to be a defective pressure sensor assembly and rinse flow assembly which were exchanged. In addition, the software was updated from version 2.2.3 to 2.2.5. Subsequent tests confirmed the successful resolution of the issue. When the issue occurs during ventilation of a patient, no proper ventilation can be provided to the patient, therefore therapy would be affected and a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. Corrected b3 and added the conclusion above.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the following test was not passed: pneumatics 2 rinse flow test. Pressure sensor assembly & rinse flow assembly complete has been replaced. Pressure sensor assembly old-sn: (B)(6)/ new-sn: (B)(6)." (2) health impact: the device failed during ventilation with patient involvment. Neither harm to patient, user or third party nor a treatment delay was reported. No clinical signs, symptoms, or conditions, and no health consequences or impact on the involved patient.